Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. Lead diagnostics indicated multiple high impedances. The patient reports she fell off a ladder and the issue occurred afterwards. Surgical intervention may be pending to address this issue.